Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. No anomalies were found.

Event description:
It was reported that during the implant attempt, the device would not record any atrial electrograms (egms) at the most sensitive setting. The device was checked using the analyzer and tested fine, then reconnected, where it also tested fine. However, the physician decided not to use the device and another device was implanted. No patient complications have been reported as a result of this event.